Event description:
As a result of my bilateral breast implants, I have experienced severe pain, tingling, burning, pins and needles, numbness in my chest, neck and bilateral arms. I also noticed increasing fatigue, headaches, dizziness and brain fog, memory loss, joint pain, increased heart rate and shortness of breath all of which have developed after the implants and continue to worsen without a medical diagnosis. FDA safety report ID# (B)(4).